Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the basal history did not match active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/20/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box data revealed the basal history on (B)(6) 2017 appears not to match the active basal program due to a temp basal program being run beginning at 06:40. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Unrelated to the complaint, a battery compartment crack was observed.